Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a pacemaker dependent patient presented for follow up. Upon interrogation, the pulse generator displayed an error message and there was no magnet rate response. The device remained implanted.